Manufacturer narrative:
We are in a process of gathering and reviewing information regarding reported incident . Final conclusions will be provided in a follow-up report.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of an arjo toilet sling and maxi sky 2 ceiling lift. Following information provided, the patient slipped out of the sling by its bottom section. Caregiver, who was present during transfer, failed to catch the patient. It seems likely that the patient slipped out due to incorrect placement in the sling. As the consequence of the event patient fell off the sling and sustained light crack to the sternum and wound at the head. Hospitalization was also required where bandage and immobilization to heal the crack were provided.

Manufacturer narrative:
On 2020-jan-29 it was reported to an arjo representative that there was an incident with the involvement of maxi sky 2 ceiling lift and a passive loop (toilet) sling. Following information provided, the patient slipped out of the sling by its bottom section. Caregiver, who was present during transfer, failed to catch the patient. As the consequence of the event, the patient fell off the sling and sustained light crack to the sternum and wound at the head. Hospitalization was also required where bandage and immobilization to heal the crack were provided. Based on product knowledge and review of previous complaints, there are two factors identified that could contributed to a reported patient¿s fall from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). After the event an arjo qualified representative visited the customer to provide an interview and device evaluation. At the time the incident occurred, sling of size xl (recommended for the 140-200 kg/ 308-440 lbs) was selected. It was also confirmed that the sling support belt (intended to be applied around the patient¿s midsection to prevent the patient from falling forward) was attached. There was no failure with the sling, neither with the involved ceiling lift found upon the inspection, that could have caused or contributed to the resident¿s fall. Additional information provided by a customer facility representative revealed that the most probably is that an inappropriate size of the sling was selected by the caregivers. The resident weight was indicated at 66.6 kg. Although, the patient height was not provided, it seems most adequate that the sling of size m (recommended for users 55-75 kg /121-165 lbs) shall have been selected. Also, it was reported by the customer that the patient¿s arms were placed inside of the sling. Following all these statements, patient wrong positioning in the sling in combination with an incorrect size of the sling could have contributed to the outcome of the reported event. The toilet sling instruction for use (B)(4) informs the user step by step how the lifting procedure shall be performed. IFU also states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: ¿the toilet sling shall be used by appropriately trained caregiver with adequate knowledge of the care environment, its common practices and procedures and in accordance with the guidelines in these instructions for use.¿ there are also some crucial warnings and information provided: "the right type and size of slings should be used after proper assessment of each patient/resident¿s size, condition and the type of lifting situation.¿ ¿to avoid injury, always assess the patient prior to use¿ ¿make sure that the patient¿s arms are outside of the sling.¿ to sum up, arjo ceiling lift and passive loop sling were used as a system for patient transfer when resident slipped out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. However, patient fell of the sling so the system did not work as intended. We decided to report this complaint to the competent authorities due to the fact that during transfer patient fell off the sling and sustained serious injury.

Manufacturer narrative:
On 2020-apr-11 arjo received from the customer the remaining manufacturing details of the maxi sky 2 ceiling lift and passive loop (toilet) sling that were involved in the event (initially reported on (B)(6) 2020. Section d of this report was updated accordingly. The sling involved in the event was a passive loop toilet sling with model number mla4351-xl and serial number (B)(4). Therefore, the sling was manufactured on 2018-mar-15.